Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b(B)(4), as a result of warning letter cms # (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels where all intact. No disposable alarm testing of pump as per procedure could not be performed due to cassette latch message issue. During functional check, the reported complaint was duplicated. Found faulty latch/lock mechanical issue. The faulty latch/lock was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a cassette not attached alarm before infusion. There was no patient, or clinician injury associated with this event.